Event description:
Customer reported that the device extruded approx 5 weeks following mastectomy. The pt was returned to surgery for device explant.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.